Manufacturer narrative:
The device was evaluated by olympus. It was determined the forceps cover glue was peeling, likely due to a shock, caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report of "leaking but no holes; just leaking." Upon inspection and testing of the returned scope, it was determined the forceps cover glue was peeling. This report is submitted for the malfunction of forceps cover glue peeling. As this was found during inhouse service, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 4 years), or external force such as strong rubbing on the part in normal use including reprocessing over a long period of time. This issue is addressed in the instructions for use (IFU): "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."